Event description:
Patient reported the infusion device is not delivering the complete bolus dose. Patient alleges he tested his blood glucose level and the blood glucose monitoring device calculated a bolus of 8.2 units of insulin, he confirmed the delivery, and the device began to count down as normal but stopped at 4.1 units and froze on that number; exact blood glucose reading was not provided. Patient alleges the infusion device stopped delivery when the monitoring device screen froze; patient stated he did not hear it make any more noise and does not feel that he received the last 4.1 units of the bolus. Patient reported this issue occurred about a month ago as well and he manually programmed the infusion device for the rest of the bolus. Patient reported neither device has given any error messages recently. Advised patient to remove the batteries and press the power button while the batteries were out to reset the blood glucose monitoring device. Patient inserted 3 new batteries and turned the monitoring device on, verifies time and date settings, and then connected to the infusion device again. Had patient review monitoring device data: shows a bolus of 8.2 units. Patient reported this indicates the infusion device did deliver the entire bolus. Patient stated he feels it did not because he only saw the device screen countdown to 4.1 and he did not hear the infusion device make any more noise after that. Patient's normal blood glucose range is 6-9 mmol/l (108-162 mg/dl). Patient reported he was feeling fine at the time and did not experience any symptoms or high or low results. Patient stated he programmed the remaining 4.1 units of insulin as a manual bolus after calling the pump support which the infusion device delivered correctly and that he did not have either a low blood glucose result or low blood glucose symptoms afterward. On follow up call on 12/28/2013 patient reported he took his lunchtime blood glucose reading and insulin bolus and the blood glucose monitoring device correctly calculated the bolus, he confirmed it, and then during the delivery as the device was counting down, it paused part way through the bolus, and then continued until it was complete. Patient reported this has been occurring quite often for quite a while; date was not provided. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.